Event description:
A customer contacted beckman coulter inc., (bec) and reported a fluid leak on the right side of the coulter lh 750 hematology analyzer that was dripping on to the laboratory table and was not contained within the instrument. Customer could not determine the source of the leak. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. There was no exposure to mucous membranes or open wounds. No medical attention was sought. The material safety data sheet (msds) was not reviewed. There is an exposure/risk management plan available at the facility. The leak did not affect patient results. There were no discrepant results reported.

Manufacturer narrative:
Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) found what looked like dried clenz under the lh750 instrument. The fse ran startup and found the needle bellows was not draining correctly causing fluid to overflow into the bellows. Upon further inspection, the fse found the I beam tubing at fitting 167 had a tear in the tubing causing the vacuum to be reduced at the needle bellows. The fse replaced the tubing and needle assembly which resolved the leak. Repairs were verified by established procedures. Results met published performance specifications. The cause of the leak is attributed to tear in tubing at fitting 167. (B)(4).